Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency department with complaint of dizziness and the patient's heart rate was found to be low, in the forties, with no evidence of paced rhythm. The device was unable to be interrogated. It was noted that unable to communicate with the device using telemetry. Suspect normal battery depletion as last check was in 2014 and device reported around fifteen months longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.